Event description:
It was reported that the pt was seen at the clinic on (B)(6) 2012 complaining of intermittency with her implant. She was hearing some "gurgling" sounds and the processor would intermittently work and then cut off. The pt cannot hear anything as of today. All external equipment was checked out and found to be fine.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.